Manufacturer narrative:
(B)(4). Neither product nor data were returned for evaluation. The reported event could not be confirmed. A root cause could not be determined. Additionally, the dexcom g4® platinum continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's mother contacted dexcom technical support on 06/25/2015 to report the use of prescription flonase on (B)(6) 2015. Flonase was prescribed on (B)(6) 2015 and is used as a barrier between the sensor patch and the skin. At the time of contact, no further medical intervention was reported. No additional event information is available.